Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time at the end of (B)(6) 2011. The patient stated that she manages her diabetes with a combination of medications: metformin, glipizide, captopril and regular insulin (unknown dosages) and took her usual daily dosages of medication in response to the reported issue. Approximately three days after the alleged product issue occurred, the patient claimed to have developed symptoms of feeling 'sweaty and hot' but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca determined that the batteries needed replacement. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.